Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope had a clogged nozzle. The issue was found during preparation for use for a diagnostic upper endoscopy procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of a clogged nozzle was confirmed additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did not know when the foreign material adhered to the scope; however, the scope was not used with foreign material attached to it. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer supplied water and air to the air/water nozzle. There were issues with the accessories used for reprocessing. The scope was not submerged in cleaning solution. The customer did wipe/brush the air/water nozzles with clean lint-free cloths, brushes or sponges. The customer flushed the air/water nozzle with liquid. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor the field performance of this device.